Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sigmoidectomy procedure. For the first firing, used powered handle. The surgeon articulated and closed the jaws, clamped the tissue and pushed the blue button. However, could not fire the device. Re-inserted the battery and the firing was successful. There was no patient harm. The status of the patient is no problem.